Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an esophagogastrectomy, the device was being used in the patient when the suture needle broke in half when it was half way through the tissue. One half of the needle could not be recovered. A new suturing device was given to the field.